Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. Access was obtained through the femoral artery. The 14x2.25mm, eccentric, de novo, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A non-bsc guidewire was in place and a 2.0x15mm maverick balloon catheter was advanced to dilate the lesion and the stenosis was reduced to 50%. Next, a 2.25x16mm promus element stent delivery system (sds) was advanced but could not cross the lesion. No additional intervention was performed. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft break. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination revealed a shaft break in the hypotube 240mm distal to the catheter strain relief. There was a kink in the midshaft 18mm proximal to the port and additional kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the system. The tip of the device was examined and it was elongated to a total length of 10mm. The device was returned with the stent protector forced into position distally over the pigtail mandrel resulting in damage to the mandrel. The mandrel and stent protector could not be removed without cutting into the stent protector. The removal of the stent protector caused the stent to dislodge from the sds. The stent was un-damaged prior to this action. The mandrel could then be removed with moderate force due to the presence of solidified blood and contrast media within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).